Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14386. It was reported that a potential sensing issue was observed on the rv lead. Subsequent interrogation of the device prior to the lead replacement revealed oversensing on the rv channel. The generator and rv lead were explanted and replaced. The patient was healthy and without injury.

Event description:
New information received notes that the patient received a vibratory alert that alarmed the patient. The patient presented for a device check. The device check revealed oversensing on the rv lead and that the ICD was either at eri or very close to eri. The physician and patient elected to replace the device since the patient had cardiac arrest in the past.

Event description:
New information received notes that during the procedure, the lead was difficult to remove as the lead was broken in three pieces.